Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failed alert while attempting to pair a freestyle libre 3 plus sensor, after which an agent assisted the user in starting a new sensor and the sensor successfully entered warm-up; the event aligned with intermittent communication failure involving the antenna and electrical/magnetic components of the system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, implicating the antenna and electrical/magnetic device components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.